Event description:
It was reported by service report that the brakes were not holding properly. It was further reported the motion pan was handing down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan. Brake plate kits.